Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01528. It was reported that the patient presented with low impedance and noise on both the right atrial and right ventricular lead. The patient rarely needed the pacemaker, so the physician elected to monitor the patient for now. The patient was asymptomatic.